Event description:
The patient went to the emergency room with complaints of eye irritation, foreign body sensation and redness and was diagnosed with bilateral corneal abrasion and possible corneal ulcer. She was prescribed tobramycin, aceteminophen/oxycodone. There was no reduciton of visual acuity.

Manufacturer narrative:
No lenses were returned. (B)(4): not returned to manufacturer.